Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, a sales representative reported via (B)(4) that an ar-12990 knee scorpion¿ had a broken needle stuck inside the cannulation during use. The patient was not harmed. They used a different device to complete the procedure. Additional information was provided on 07/22/2025 where the sales representative stated this event occurred on 07/18/2025. The ar-12990n needle did not break in the patient, it broke inside the cannulation of the device. No metal was left in patient. A new device and needle were used to complete the case. There was about a 5-minute delay that did not require additional anesthesia.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-12990n was received inside an ar-12990 knee scorpion batch number 15323009 for investigation. The device investigated was the ar-12990 knee scorpion. Functional testing was performed on the returned ar-12990 with an ar-12990n, and it was found that the needle could not be fully inserted. The ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause of the reported failure is user error in the device. Excessive force was used during the firing of the needle, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Refer to the investigation photos. Complaint allegation is confirmed.